Event description:
The patient reported that the keypad had been sticking for a few months but then the buttons stopped responding. The patient stated that it took 20 presses to get a response. The patient stated that the keypad symbols were worn but confirmed that the keypad was intact. The patient reportedly wore the pump in under garment and did not clean the pump.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts and the up, down, and ok buttons were found to be misaligned.